Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 400 to greater than 500 mg/dl with trace ketones and vomiting. Ketone levels were identified as life threatening by health care provider. Elevated blood glucose was addressed by manual insulin injections. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day.